Event description:
The patient received two leads with the same lot number. It was reported during a recent ipg revision ( reference MFR report#1627487-2015-23411) the physician inadvertently cut the leads. Reportedly, the leads were explanted during this time. The patient was referred to a neurosurgeon as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).